Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the lead could not be programmed around the diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.